Event description:
Per the clinic, the patient was treated with antibiotics (specific date, type and duration not reported).

Event description:
Per the clinic, the patient experienced a recurrent infection at the implant site and subsequently, had the implant magnet explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.